Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image was nod displayed due to damage on the charged coupled device (ccd) unit and the electrical connector was shaved. Also, evaluation found the bending section cover adhesive was chipped, the video connector was cracked, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the control unit was cracked, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect, a definitive root cause of the defect could not be identified if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the endoeye flex deflectable videoscope had no image. There was no reported patient harm or impact due to this event.